Event description:
It was reported in an article in the journal of neurointerventional surgery that a patient presented with a transient ischemic attack (tia) lasting approximately one hour. The patient elected to undergo angioplasty and stenting of the vertebrobasilar junction involving the distal left vertebral and proximal basilar arteries. The patient tolerated the procedure well and was discharged in stable neurologic condition. Four months post angioplasty and stent placement, the patient presented with acute onset of left arm and leg weakness and numbness, dysarthria, tinnitus and swallowing difficulty. Angiography revealed in-stent thrombosis with occlusion of the distal left vertebral and proximal basilar arteries. 25mg of abciximab was administered for intra-arterial thrombolysis. Angioplasty was attempted but significant residual stenosis remained so, a stent was deployed through the residual stenosis and the subject device with good angiographic result. 2mg of tissue plasminogen activator was given to resolve the residual thrombosis in the basilar tip. The patient was placed on aspirin and clopidogrel post procedure. The final post-procedure angiogram showed the stent to be patent, without residual stenosis. The patient was discharged to a rehabilitation center. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
[2939204-2010-00835_jrgaughen_symptomatic wingspan stent stenosis and occlusionstent-in-stent rescue_2010_10.1136.pdf].

Event description:
It was reported in an article in the journal of neurointerventional surgery that a patient presented with a transient ischemic attack (tia) lasting approximately one hour. The patient elected to undergo angioplasty and stenting of the vertebrobasilar junction involving the distal left vertebral and proximal basilar arteries. The patient tolerated the procedure well and was discharged in stable neurologic condition. Four months post angioplasty and stent placement, the patient presented with acute onset of left arm and leg weakness and numbness, dysarthria, tinnitus and swallowing difficulty. Angiography revealed in-stent thrombosis with occlusion of the distal left vertebral and proximal basilar arteries. A 25mg of abciximab was administered for intra-arterial thrombolysis. Angioplasty was attempted, but significant residual stenosis remained so a stent was deployed through the residual stenosis and the subject device with good angiographic result. A 2mg of tissue plasminogen activator was given to resolve the residual thrombosis in the basilar tip. The patient was placed on aspirin and clopidogrel post procedure. The final post-procedure angiogram showed the stent to be patent, without residual stenosis. The patient was discharged to a rehabilitation center. No other information was provided.